Manufacturer narrative:
The reported event of r wave amp variation was not confirmed. A complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited variation in r wave sensing. The rv lead was not used and replaced during the procedure. The patient was in stable condition.